Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown d rug via an implantable pump for unknown indications for use. It was reported that the patient was convinced that the catheter was leaking. The rep stated that the patient had been having headaches since the pump was implanted. The rep stated that they were going to be doing a dye study. The first name of the patient was provided. The rep had to leave for the case and stated that she would complete a report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that after evaluation, the catheter was not leaking. The patient had reported a consistent spinal headache since the implant procedure on (B)(6) 2023. It was indicated that the symptoms resolved after the blood patch and that the catheter was never leaking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 250 mcg/ml at 93.64 mcg/day via an implantable pump for spinal pain indications. It was reported that the patient had a sustained headache since the date of implant. No known contributing factors were reported. The patient underwent anesthesia for possible catheter revision. Intraoperatively, a dye study was performed and it was determined that the catheter was intact and patent. A blood patch was then performed intra operatively to alleviate spinal headache. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was asked but made unknown and medical history of chronic pain syndrome.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-nov-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.